Event description:
It was reported that a small volume intermate had a missing blue tip. There was no patient involvement as this was identified before patient use. No additional information is available. This is report 4 of 7.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured june 6, 2013 to june 7, 2013 evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. A visual inspection identified that the blue winged luer cap was missing. Since the device was received out of its original packaging it is unknown if the cap was in the original packaging before opening. The cause of the missing component could not be determined. Should additional relevant information become available, a supplemental report will be submitted.